Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Manufacturing records were reviewed with no deviations or abnormalities. No similar complaints have been received for this item/lot number. No product was shipped to the u.s. Item was returned for evaluation. The returned coupling was checked dimensionally and found to be out of specification.

Event description:
It was reported that during a spinal operation on (B)(6) 2012, the surgeon could not connect the coupling and the rod. Another multidirectional coupling was used to complete the surgery without further complication.